Event description:
Complaint#(B)(4).

Manufacturer narrative:
The error '3004-2 heater temp. Sensor error' occured on hcu30. According to the communication (translation of the service report#43151845 dated on 2019-10-16) on 2019-10-20 the field service technician (fst) replaced the actuator 24v ac / dc 50 / 60hz (material#70103.4052, serial#unknown). All function tests passed. The device is back in clinical use. Maquet life cycle engineering performed the investigation according to report #lce4328 on 2020-03-19: the received actuator has been tested in a hcu30 test device. The set temperature could be reached. All function tests passed. The failure could not be reproduced therefore no root cause determination is applicable. Thus the reported failure "error 3004-2" could not be confirmed. The reported failure happened during heating. The hcu 30 which was used, was responsible for this complaint. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The field service technician (fst) was onsite. The fst replaced the actuator 24v ac / dc 50 / 60hz (material#70103.4052, serial#unknown). The part has been requested on 2019-10-24 for further investigation but has not been received yet. When further information becomes available a follow up emdr will be submitted.

Event description:
It was reported that the hcu 30 had a 'heater temperature sensor' error during treatment. Complaint# (B)(4).